Event description:
During ptca procedure, the shaft of the catheter broke during advancement. The entire system including the guide catheter was removed without incident. No pt injuries or complications occurred.